Manufacturer narrative:
Investigation conclusion: tested 3x retained devices with flu a positive standard, 3x retained devices with flu b positive standard and 3x retained devices with sars positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Investigation summary: ttested retained devices from the reported lot with flu a, flu b, and sars positive standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate results at the fifteen (15) minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false negative results for sars. The customer communicated the results were confirmed positive by molecular (pcr testing).